Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late

Event description:
Patient reported left side "presence of small amount of fluid around the implants, without clinical significance". Patient had complained of breast pain and is uncomfortable to stay with current implants [due to recall]. On physician examination, patient presents with hardening, and MRI performed noted capsular enhancement, suggestive of contracture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional confirms capsular contracture baker grade iii.